Event description:
Caller reported an issue with a continuous glucose monitor (cgm) showing an error. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller with a complete pump reset, after which the cgm error did not appear again, and the caller successfully started a new sensor session.